Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
Metal peeled off from the mantis instruments (3 pieces) during the spine surgery, metal pieces stuck inside l5 pedicle and finally flushed out; x-ray checked that had been confirmed to be no metal residue of the instrument remained in the patient. Surgery type: pedicle screw fixation with plif cage l3, l4, l5 (navigation guide, brainlab, x-ray assisted) instrument broken: cat. No. 48281164 cannulated modular awl --- metal peel-off at most distal part. Cat. No. 48281165 cannulated modular tap 6.5mm --- metal peel-off at most distal part. Cat. No. 48237105 jam shidi 10 gauge 5 inch (figure 3) --- beside the rim of the hollow tube but not in the needle.